Manufacturer narrative:
Medtronic investigation: the complaint was not confirmed for the reported flows dropping/stopping and grinding noise during instrument assessment. The instrument performed as designed. Performance verification and calibration procedures were performed according to manufacturer's specifications and the instrument passed all tests. There were no issues noticed with the external motor drive (560a) either. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Trends for issues with this product are reviewed at quarterly quality meetings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the customer reported a covid patient was on ECMO for two weeks. Perfusion was called stat to the patient's bedside and discovered the ICU nurse was hand-cranking the centrifugal pump from the bio-console, which had stopped flowing. The nurse reported that the console/drive was making a grinding noise before the flow stopped. The perfusionist turned the pump off and then on, and then reseated the pump on the drive motor. Flow was re-established, but the pump/motor was still making a grinding noise. The decision was made to change out the entire ECMO circuit. The circuit was drained, including the pump, and no thrombus was discovered. There was no adverse effect to the patient. Additional information received from the medtronic sales rep: the pump was used for the entire 2 weeks patient was on ECMO. The customer declined producing the anticoagulation record and confirmed it would only show that heparin was given when the patient was cannulated. Then, they would keep the ptt at 45-60. The customer estimated the handcrank was in use for a few minutes only.